Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons were having intermittent responses. Customer's blood glucose was 351 mg/dl. Customer mentioned she was hospitalized in january for diabetic ketoacidosis due to high blood glucose of over 600 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response noted during testing due to corroded keypad traces also, with severely scratched lcd window. However, the insulin pump functioned properly and passed functional test including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump had cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and scratched around casing.